Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). - the dentist reported that he had to remove the dental implant during the installation surgery because of mobility that occurred due to its anchoring on sinus. Moreover, the patient presented insufficient bone quality/quantity (bone type IV), the perforation of the sinus membrane has occurred during surgery and bone graft was executed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during the installation surgery because of mobility that occurred due to its anchoring on sinus. Moreover, the patient presented insufficient bone quality/quantity (bone type IV), the perforation of the sinus membrane has occurred during surgery and bone graft was executed.